Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: a review of the pump black box data indicated frequent replace battery alarms. The pump powered on with no alarms. Current draws measured within specifications. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.